Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not explanted as of this report, issue with capsular contracture and breast mass. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast reconstruction surgery with mentor siltex contour profile high 450cc saline breast implants which the patient was not able to use her left arm after the implantation, few years later patient believes implant is pulling a muscle in her left arm . She also stated she has a hard ball in chest. Her doctor mentioned implants needs to be removed as soon as possible, because of the article regarding bia-alcl. No diagnose has been advised. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, patient code has been updated from capsular contracture associated with breast implant and breast mass to pain and local reaction based on clinician assessment. Manufacturer¿s reference number: (B)(4).